Event description:
It was reported that the patient experienced fatigue and presented to the emergency room in backup vvi. The patient previously underwent a non device related surgery where the device was exposed to electrocautery. The device was explanted and replaced on (B)(6) 2013.